Event description:
It was reported that the customer was experiencing high blood glucose levels over 500 mg/dl. The customer stopped using the insulin pump, and went to the hospital for treatment. The customer's daughter called to go over the insulin pump settings. Assisted the daughter with the insulin sensitivity and temporary basal rate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.